Event description:
Rn was being fit tested by educator and when she went to put on a small n95 mask, one of the straps broke. Mask- kimberly clark corp, pfr95, n95 particulate respirator, niosh (B)(4) small. Manufacturer response for protective mask, n-95 mask (small) (per site reporter). Unknown.